Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 upon sensor applicator removal, sensor wire was missing. Pod. Patient did not report any further injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and the sensor wire was found to be missing from the housing puck. The complaint of detached sensor wire was confirmed. Due to the separation of sensor wire, the sensor is considered to be detached. The root cause is determined to be a detached wire from sensor pod.